Event description:
The customer reported that a pt received a 3rd degree burn during an intraoperative rf ablation procedure for liver lesions (metastatic colorectal carcinoma). During the procedure, three pt grounding pads were connected to the pt; one conmed pad on the right posterior lower thigh, one conmed pad on the left posterior lower thigh, and one covidien pad on the right posterior upper thigh. The burn did not occur at a pad site but slightly above the location of the covidien pad. The pt is awaiting plastic surgery for a skin graft.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have been asked. If the sample is received, or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.